Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received external ram error alarm and unexpected restart alarm. The customer's blood glucose was 59 mg/dl at the time of incident. The customer stated that the blood glucose went up to 150 mg/dl. The customer stated that a basal was not programmed before the unexpected restart alarm. The customer stated that the insulin pump was not stored and was not in use for an extended period of time. The customer stated that the alarm occurred after inserting a new battery. The customer stated that the bolus amount was recorded in the bolus history. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with the currents within specifications and passed rewind, basic occlusion, occlusion, prime, excessive no delivery alarm, displacement test, self test and a21 error alarm test. No a17 or a21 alarm. The insulin pump had minor scratched lcd window, cracked near the display window corners, cracked battery tube threads and cracked reservoir tube lip.